Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow up, polarity switch for low lead impedance was observed on the right ventricular lead. Programming changes were made and the thresholds and lead measurements in unipolar mode were within normal limits. The patient was stable before, during, and after the event.